Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three months after implant of the implantable pulse generator (ipg), the patient developed a pocket infection. The device and leads were explanted. The patient is enrolled in (B)(4) study. No further patient complications have been reported as a result of this event.